Event description:
It was reported that the level 1 hotline low flow system (hl-90) exhibited a leak in the water tank. This issue was observed during the setup of the equipment and prior to patient use.

Manufacturer narrative:
One level 1 hotline fluid warmer was received in good physical condition. The tank was filled with water, attached to a temp check, the in line cord was plugged and the power was turned on. The reported leaking water tank issue was unable to be confirmed. The device was run for several hours and it did not leak. There was no fault found with the returned device.